Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference MFR. Report # 1221359-2021-01451

Event description:
The customer reported false positive results with the ID now covid-19 for multiple patients performed on (B)(6) 2021 and (B)(6) 2021 . This MFR. Report addresses patient 1 of 2. The customer reported a false positive result with theid now covid-19 performed on (B)(6) 2021 on a direct tested tfs-2 nasopharyngeal polyester swab. Repeat testing was performed using the same buffer with a new ID now covid-19 cartridge generated negative results. Rt-pcr confirmation (allplex) testing was performed on nasopharyngeal swabs generated negatives results. The customer also tested lysis buffer (which gave a false positive) using rt-pcr and results were negative. The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to report the investigation conclusion and additional information. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1018903 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1018903, test base part number 190-430 / lot 1018903. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1018903 showed that the complaint rate is 0.015% . In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency.